Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 459888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during mitral clip procedure when trans-septal catheter was removed and pulled lv lead out of target branch. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) did not turn off the non-functioning lv lead and the increased output caused shortened device battery life. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.